Event description:
It was reported that the pt was getting intermittent relief using two programs. The pt has last been reprogrammed in 2008. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.